Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Customer declined further troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.